Event description:
Medtronic received a report that the patient had hematoma within an ischemic field with mild space-occupying effect involving less than or equal to 30% of the infarcted area (ph1). The stroke onset to reperfusion time was (B)(6) 2022 at 10:40 with re-profusion 19:50.

Manufacturer narrative:
Related regulatory report: ) (B)(4). F information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient's death was not related to the medtronic devices or the procedure. Patient died on (B)(6) 2022. Ancillary device: phenom21 catheter. MDR decision corrected to not reportable. The patient death was determined to not be related to the medtronic device or the procedure. No further reports will be submitted unless additional information received indicates a reportable event.

Manufacturer narrative:
A separate report is submitted for the react-71 catheter used in the event with rr #: 2029214-2022-00144. MDR decision corrected to not reportable. The patient death was determined to not be related to the medtronic device or the procedure. No further reports will be submitted unless additional information received indicates a reportable event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient has a hemorrhagic transformation stroke (ph1). Hemorrhagic transformation of cerebral infarct due to index stroke. Mrs score: 1. Nihss score: 26. Assessed as possibly related to study procedure. The patient was being treated for three clots. 1. Middle cerebral artery (mca) m1 left hemisphere. Pre-procedure mtici score: 0. 2. Middle cerebral artery (mca) m1 left hemisphere. Pre-procedure mtici score: 1. 3. Middle cerebral artery (mca) m1 left hemisphere. Pre-procedure mtici score: 2b. Final post-procedure mtici score: 2b.